Event description:
It was reported that a monthly survey indicated a severe low blood glucose event, while review of available device reports for the referenced date did not corroborate a low event, and attempts to contact the user for clarification were unsuccessful. Symptoms included hypoglycemia consistent with a severe low blood glucose report. Outcomes included no reported emergency treatment, hospitalization, or device alarms. Investigation included review of available device data and outreach to the user for additional information. Investigation of this case revealed no corroborating device data supporting the reported hypoglycemic event and no device malfunction identified. It was concluded that the cause of the reported hypoglycemia is unclear based on the information available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.